Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of fungal peritonitis with culture positive for yeast in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The consumer stated that the cause of the peritonitis was the catheter, however, the nurse stated that she was unaware of the cause. Treatment was not reported. At the time of this report, the patient was recovering from the fungal peritonitis. On an unreported date, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies had been withdrawn. Concomitant medications were not reported. The nurse stated the fungal peritonitis with culture positive for yeast was unrelated to dianeal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11d25048 with no defects noted during the manufacture of this lot related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.